Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09518. It was reported that coil migration occurred. The target aneurysm was located in the moderately tortuous and moderately calcified right internal iliac artery(iia). An imager 2 diagnostic catheter was advanced to the target region and the iia was cannulated. Embolization was performed in the superior gluteal artery, bifurcation of inferior gluteal artery, aneurysm and iia main. Several coils were deployed successfully. A 6mm x 20cm interlock¿-35 coil was then selected for use. The coil was delivered through the catheter without resistance. The physician was under the impression that the coil deployed successfully; however, angiography confirmed that the coil had unraveled and remained inside the catheter. The physician attempted to push the coil out from the catheter by flushing the catheter as well as using a .035 guidewire. These attempts were not successful. The imager 2 catheter then "bounced" and the interlock¿-35 coil jumped into the common iliac artery (cia). The physician inserted a microcatheter and was able to separate the coil from the imager 2 catheter. It was not possible to remove the coil from the cia, therefore it was left in this position. The procedure was completed with another interlock¿-35 coil. There were no further patient complications and the patient is in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that "catheter bounced" meant that the catheter got disengaged from the blood vessel. Resistance was encountered when removing the coil and the physician used force to pull the coil. The coil unraveling was due to possible thrombosis in the imager catheter.